Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, cuff misses were noted on all three proglide devices. The tavr procedure was completed and hemostasis was achieved with a simple surgical cutdown and suturing of the artery. There was no vessel damage to the artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.